Manufacturer narrative:
The complaint of leakage could not be confirmed. Received a photo showing the microclave attached to a syringe. No leakage or damage can be observed. No samples were returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Event description:
It was reported on an unknown date a clave¿ neutral connector leaked chemotherapy (fluorouracil) from the clave. It was not noted until 2 days after connection at time of pump disconnection. Those patients had chemotherapy spill on them, but she did not hear of any tissue damage or anything that required medical attention. There was patient involvement, and no patient harm was reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, probable cause is unable to be determined. Additional information: e1: (B)(6).